Event description:
Dr used catheter to do flush study. A 4f pediatric sheath by another co was used in right femoral artery. Catheter performed fine. Upon removal of catheter the tip buckled onto itself and knotted up. In trying to manipulate the catheter to remove the tip separated from the catheter shaft. Went in with a snare and was unsuccessful. Pt went to surgery.